Event description:
During an endo venous laser ablation procedure, the laser fiber fractured and a portion remained in the left small saphenous vein. Endo venous laser ablation of varicose vein. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.